Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user is getting alert 32 event after restarting the pump multiple times. They attempted to do a dry run, but the unable to proceed alert came up. It was determined the user needed a replacement. There was no report of any end-user harm or adverse event associated with this report.